Manufacturer narrative:
The pipeline flex will not be returned for evaluation as it was discarded by the customer. The pipeline flex device was not returned, therefore the reported event could not be confirmed and an event cause could not be conclusively determined. Mdrs related to this event: 2029214-2016-00816, 2029214-2016-00817.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing treatment for an unruptured, fusiform aneurysm in the left cavernous internal carotid artery (ica). The vessel was moderately tortuous. The aneurysm max. Diameter was 25mm and neck diameter was 7mm. Landing zone artery size was 3.8mm distal and 4.1mm proximal. The devices were prepared as indicated in the IFU. It was reported that three-quarters of the pipeline flex was deployed; the physician believed that the device appeared twisted and felt more comfortable removing it. The device was removed from the patient without issue. There were no reports of patient injury in connection with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.